Manufacturer narrative:
B3: date of event estimated as 10/01/2023. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported material separation is likely due to the circumstances of the procedure. It is likely, an interaction with patient anatomy, suture pulled until it breaks, or tensioning angle not being coaxial contributed to the break. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3: date of event estimated . D4: lot number not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported as a general comment, that during use of the proglide device, a suture break occurred. No additional information was provided.